Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, lack of range of motion, loosening, dislocation and metallosis. Subsequently, the patient¿s right hip was revised on (B)(6) 2012. Review of invoice history suggests the acetabular component, modular head and taper insert were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, lack of range of motion, loosening, dislocation and metallosis and that a right hip revision procedure was performed on (B)(6) 2012. Review of invoice history suggests the acetabular component, modular head and taper insert were removed and replaced. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the patient had a partial rupture of the fascial repair, soft-tissue hypertrophy, swelling, a debris-filled effusion, a pseudotumor, and a yellow amorphous substance with the consistency of cheese. The revision operative notes confirm the acetabular component, modular head and taper insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2013-04685/04691).